Manufacturer narrative:
Corrected data the initial report should have explained that the patient¿s weight in section a4 was unknown, not provided. This current report captures this correction: section a4, weight. Unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture sutures . Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) glaucoma implant was damaged. The doctor noticed tubbing and did not like the way it looked. The issue was noticed after the device was inserted, touched the patient. There were no iol issues. Another shunt of the same model was implanted. Sutures were used, unknown how many. There were no other complications and no patient injury. The patient outcome was reported as ¿good¿. No further information is available.